Event description:
The health care professional (hcp) contacted life scan on 9/28/05 alleging that their fasttake meter does not power on. A teenager was pale and experienced a headache and went to the nurses' station, which is located at the school. The nurse tried to test the patient on her device and was unable to obtain a reading. The nurse used her subject test strips (which were expired) and tried to test and was unable to obtain a reading. She did not have a back up meter to test the patient. She treated the patient with sugar and the teenager left the nurses station 20 minutes later. The meter had not been used for a long time. The battery was replaced less than a year ago and battery contacts were in good condition. Hcp was using the correct vial of test strips and the meter did not power on when pressing the power button. While troubleshooting, the meter displayed a battery symbol, with new batteries installed in the meter. Customer service sent the hcp a replacement meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.